Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as ¿the leak was coming out of the light blue part by the seam where the twist clamp is¿. This occurred during unspecified process step of peritoneal dialysis therapy. There were no cracks or abnormalities observed. The transfer set was replaced with no further issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.